Event description:
Boston scientific received information that this pacemaker and lead exhibited oversensed noise on the right ventricular and right atrial channels. The patient was seen in clinic and noise could be recreated. It was reported the patient is pacer dependent. The sensitivity was reprogrammed on both channels and no further noise was observed. No adverse patient effects were reported.

Manufacturer narrative:
The system will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.